Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received motor error alarm. The customer's blood glucose value was unknown at the time of incident. The insulin pump squirting insulin during priming and had unexplained no delivery alarms. The insulin pump had to reset settings after battery change and alert failed battery. The insulin pump will not be returned for analysis.